Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been filling a 6mm infusion set cannula with 0.7 units of insulin, instead of 0.3 units of insulin. Reportedly, the excess 0.4 units of insulin delivered did not have an impact on the customer's blood glucose level. The contact was instructed regarding the proper fill cannula amount for a 6mm cannula.